Manufacturer narrative:
The evaluation will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that the tibial component was loose. The surgeon needs the investigation for the abrasion of the insert and relation of the insert abrasion and tibial loosening. These implants were implanted on (B)(6) 2009. They were replaced on (B)(6) 2013.

Manufacturer narrative:
An event regarding loosening of a scorpio baseplate was reported. The event was confirmed. The returned baseplate was unremarkable. Material analysis indicated "no material or manufacturing defects were observed on the components examined." "Radiographs confirm adequate initial component position but there is only a small amount of bone cement below the medial baseplate section [...] Because the surgeon is responsible for optimal cement technique, the root cause of failure in this pi case is procedure-related. No evidence for device-related factors playing a role as further supported by the mar findings. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. No other events have been reported for the subject manufacturing lot. The root cause of the reported loosening was determined to be insufficient cement support due to insufficient initial cementing. Degradation of the cement resulted in osteolysis which caused the reported loosening.

Event description:
It was reported that the tibial component was loose. The surgeon needs the investigation for the abrasion of the insert and relation of the insert abrasion and tibial loosening. These implants were implanted on (B)(6) 2009. They were replaced on (B)(6) 2013.